Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-24052. It was reported the patient is no longer receiving stimulation and experienced ineffective stimulation due to auto-reduction. Diagnostics indicated invalid lead impedances. Fluoroscopy revealed the leads have possibly pulled out of the header. Surgical intervention will take place to confirm lead pull-out and address the issue.